Event description:
It was reported that there was a malfunction on the pump while the customer was updating it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was directed by technical support to attempt various troubleshooting steps, but was ultimately unsuccessful in resetting the pump. Technical support then approved and sent a replacement pump and instructed the customer on transitioning to backup insulin delivery using multiple daily injections. The customer was also advised on the return process for the faulty pump.